Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Reference internal complaint: (B)(4).

Event description:
It was reported that a post biopsy procedure hemorrhage caused dislocation of the marker. No medical treatment was required.